Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right atrial (ra) lead triggered a signal artifact monitoring (sam) event. Also, the ra lead had been showing a gradual increase in pacing impedance to high, within normal limits. Furthermore, pacing thresholds were elevated as well. Both crt-d and ra lead remain in service. No adverse patient effects were reported.